Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had symptoms of a urinary tract infection (uti) and frequency issues. The patient noted that this issue was discovered since implant and they had been placed on anti-biotics before, even when the uti was not confirmed. There were no reports of device issues or allegations. There were no further complications reported or anticipated.